Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0 degree endoscope involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0 degree endoscope plus instrument had cracked lens. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. Additional observation not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope housing was visually inspected and found with costumer labels/marks. During inspection of the endoscope housing, the housing exhibited customer labels or marking added. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. Fa plus: the endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed mtf test. The complaint was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components.

Event description:
Refer to h11 for follow-up information.